Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was implanted via v-p shunt to a (B)(6) male 8 years ago. The initial pressure setting is unknown. On (B)(6) 2016, the patient visited the hospital due to suspected meningitis, and then he was diagnosed with meningitis caused by gastric perforation by the abdominal catheter. Therefore, the shunt system was removed on (B)(6) 2016. The patient was discharged from the hospital this week (without re-implantation) and is doing well.